Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a breakage of the objective lens, which may have allowed moisture or liquid to enter the endoscope and resulted in fogging of the objective lens. The cause of the foreign material remaining was unable to be specified. It is unknown whether the reprocessing method for the foreign material residue point deviated from the instruction manual or whether there was physical damage on the foreign material residue point. The event can be prevented by following the instructions for use which state: endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿ and chapter 8 ¿storage and disposal¿, then inspect that debris is removed, especially on the opening section of the air/water nozzle and the surface of the objective lens. If any debris remains, clean the endoscope until no debris is observed. We also suggest the user check the handling environment such as thorough rinsing, removal of water remained in the channel after cleaning, and drying. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that was a suspected leak with the endoeye flex deflectable videoscope. The device was returned and evaluated, and the following reportable malfunctions were found: a clouded field of view due to a broken objective lens and foreign objects were found in the following device components: illumination lens, objective lens, light guide lens, insertion pipe, bending section cover, and the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable findings mentioned in reportable event description, the device evaluation found following non-reportable findings: an adhesive on bending section cover had a chip; there was a scratch found on the control unit, on the grip, light guide connector, light guide cover glass, and video connector case. There was a scratch and a crack found on video connector. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the following details regarding the cds process were unknown: whether the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the insertion section was wiped, whether the endoscope was presoaked in the detergent solution, whether the insertion section (including bending section) was wiped/brushed with clean lint-free cloths, brushes, or sponges and were there any abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name:(B)(6) hospital.